Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11773. The pt has two leads from the same lot. It was reported the pt has been experiencing ineffective stimulation due to stimulation shutting off on it's own and programs auto reducing. Stimulation also turns on when the pt presses the ipg site. An impedance check and x-rays revealed no anomalies.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.